Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasion was noted at 8.9-9.4cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
It was reported that the patient presented with loss of capture and decreased pacing lead impedance on the rv lead. Varied r-wave amplitudes were also noted. The patient was post av node ablation with chronic atrial fibrillation. The lead was explanted and replaced without patient complication. At explant, the physician observed a small abrasion at the proximal end of the lead.